Manufacturer narrative:
The overall outcome was reported as recovered. Analysis reply product: novopen 4, lot no: aug0490. Case conclusion: product information - the dose accuracy was measured and found to be within acceptable limits. Nothing abnormal was found. Final comment from the manufacturer: the suspected pen was returned to novo nordisk a/s for investigation, but no faults were found. It has not been possible to identify a clear root-cause for the experienced adverse event, and thus similar cases, as to little information regarding the patient handling of the pen is available. However as no faults were found on the pen, it is likely that the blockage of the pen is caused by a blocked needle even though the patient states that he uses a new needle for each injection. This is strengthened by the fact that the re-challenge was negative and the pen worked again. In the instructions for use, it is stated by novo nordisk a/s that it is important to change the needle before a new injection. This case was re-classified from non-serious to serious on (B)(6) 2012 (medically significant). Reporter comment: reporter's alternative aetiology: none. Evaluation summary, device conclusion: technical , visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The pre-dialled amount of insulin was delivered without observing any problems. The dose accuracy was measured by weighing using a random penfill cartridge. The result was within acceptable limits. During test of the device, it has not been possible to detect any irregularities.

Event description:
The pen was blocked [device occlusion] ([hyperglycemia]). Case description: does the incident represent a serious public health threat? No. This spontaneous case from france was reported by a pharmacist as "the pen was blocked" and "hyperglycemia" and concerns. A (B)(6) year-old male patient treated using novopen 4 from an unknown date to an unknown date for device therapy and novomix 30 penfill (insulin as part) from an unknown date to an unknown date due to type 1 diabetes mellitus. Patient's height: (B)(6). Medical history includes type 1 diabetes, high blood pressure and depression. The patient is treated with non-coded concomitant medication carboxyl. On (B)(6) 2012, the patient experienced hyperglycemia while been treated with novomix 30 penfill used with novopen 4. During an injection, the pen was blocked leading to hyperglycemia because the patient did not inject his insulin. Two hours after the patient administered a new dose of insulin, the blood glucose after that injection was 3 g/l. The patient uses a new needle for each injection then he "served his pen each time". The suspected product was stopped due to the adverse event, and reintroduced with negative rechallenge, on unknown dates. Dose was decreased.